Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose was high and that she felt fatigue as a result. Her blood glucose at the time of incident was 314 mg/dl, and her current blood glucose was 290 mg/dl. Troubleshooting was initiated to inspect the pump and its corresponding treatment components. A large air bubble was found inside of the insulin reservoir. The customer was instructed to remove the reservoir, rewind the pump, reinsert the reservoir, and run the manual prime with the current infusion set. Insulin exited the tubing without incident. The high pressure test was also performed and the pump passed. The customer was advised to change their entire infusion set, reservoir and insulin and resume treatment per health care professional's instructions. No products were returned and a replacement reservoir and infusion set were shipped to the customer.